Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high, out-of-range pacing impedance on the left ventricular (lv) lead was noted. Diagnostic imaging confirmed lead damage on the distal end of the lv lead. No further intervention was performed at this time and the lead will continue to be monitored.the patient was stable with no adverse consequences.